Event description:
It was reported that during a procedure the fiber got kinked and got broken, prior to insert the fiber to the patient. The laser light appears from the part where it was not the tip. The damaged fragments were not detached inside the patient. The procedure was completed with another of same device. There were no heat injury or patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed and the visual inspection found that the fiber was broken into three pieces. Microscope inspection found that the tip was mildly degraded, additionally, it was identified that the connector has no defects light is passing through the connector. Therefore, the reported complaint against fiber break was confirmed. It is likely that procedural conditions of the device during set-up, use or reprocessing contributed to the fiber body break. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. According to the labeling review found that the product IFU states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information available, the conclusion code assigned is cause traced to component failure which indicates: expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during a procedure the fiber got kinked and got broken, prior to insert the fiber to the patient. The laser light appears from the part where it was not the tip. The damaged fragments were not detached inside the patient. The procedure was completed with another of same device. There were no heat injury or patient complications.